Manufacturer narrative:
(B)(4). The service engineer evaluated the device and did not verify the reported complaint. The single board computer printed circuit board was replaced and the device passed all testing.

Event description:
It was reported that during testing a ventilator display froze. There was no patient involvement.